Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the reservoir lid, valve and acid pump. The cse also performed a total service call on the instrument and repaired a leaking tubing connector. The cause of the discordant tniu result is unknown. The cse verified system performance and successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely elevated cardiac troponin I (tniu) result was obtained on one patient sample on an advia centaur xp instrument. The initial result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and on an alternate instrument, both resulted lower. The repeat result obtained from the alternate system was reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tniu result.